Event description:
No information was reported with the returned product. A follow-up report will be submitted if information is received.

Manufacturer narrative:
Concomitant medical product: product ID 8711, lot# j10891r28, implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis of the pump revealed motor corrosion, wear, and/or lubrication as well as a gear train anomaly. The pump passed all non -destructive lab testing. During destructive analysis, significant resistance when trying to manually turn gear three was observed. Significant residue on gear three's o-ring was also located on the top bridge. Residue was observed on the pinion of gear two and the upper shaft of gear three. Analysis of the catheter revealed the catheter was incomplete and returned in segments. The catheter passed acceptable testing.